Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was unable to verify for operating currents including failed battery test and battery out of limit alarm due to the blank display. No damage inside the device was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that a couple weeks back the insulin pump had a blank display and she was sent a battery cap replacement. She stated that the device was working for a while, but then she went to bolus on the day prior and found the device was turned off. She changed the battery and received a failed battery test and battery out limit alarm. Blood glucose value was 336 mg/dl; treated with insulin pen. She stated that she had tried 2 more batteries but continued to receive the failed battery test alarm. The customer stated that the battery cap, compartment and spring were not damaged or corroded. She was advised to clean the battery cap and insert a new battery; she received a failed battery test alarm. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned the product for analysis.